Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the preparation of the pump, the centrimag motor stopped working. An m3 alarm appeared. The cause of the alarm was not identified. The equipment was changed to the backup system which resolved the alarm.

Manufacturer narrative:
Section d4: catalog number and primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: no device-related issues with the centrimag pump were reported or identified through this evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump was not affected and it was previous to implant, so the pump was still used.